Manufacturer narrative:
On 19-feb-2025, the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the material presented defect during the procedure, not irrigating during ablator activation, resulting in rapid heating of the system and making it impossible to use the catheter and application of the ablator during surgery. They exchanged the product, not causing damage to the patient. Additional information was received. It was reported that the issue was discovered after trying to start applications with an immediately high temperature and the smart ablate radio frequency interrupts the application due to excessive temperature. The catheter was removed from the patient and an attempt was made to freshly flush it from the system. No adverse patient consequence was reported. Device investigation details: a visual inspection, temperature and impedance, and irrigation tests of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. A temperature and impedance test were performed, and the temperature and impedance values were correctly displayed. However, it could not be completed because irrigation could not be accomplished due to the device being clogged. Dissection was performed and reddish material was observed blocking the irrigation tube around the tip area. A manufacturing record evaluation was performed for the finished device number lot 31397818l and no internal action related to the complaint was found during the review. The high temperature and irrigation issues reported by the customer were confirmed. The potential cause of the reddish material blocking the irrigation tube could be related to the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: when rf current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum if present. Purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the material presented defect during the procedure, not irrigating during ablator activation, resulting in rapid heating of the system and making it impossible to use the catheter and application of the ablator during surgery. They exchanged the product, not causing damage to the patient. Additional information was received. It was reported that the issue was discovered after trying to start applications with an immediately high temperature and the smart ablate radio frequency interrupts the application due to excessive temperature. The catheter was removed from the patient and an attempt was made to freshly flush it from the system. No adverse patient consequence was reported.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 31397818l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).